Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The da board was installed into an fi test ventilator. The test ventilator powered up from ac and delivered breaths. Post was executed 15 times without generating any failures. The ventilator operated for one (1) hour without generating any failures. The test ventilator did not generate any diagnostic error codes. The data acquisition (da) pcba was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the pressure accuracy test (pvt test 4) at the 0cmh2o setting. There was no patient involvement.